Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the physician went to advance the bypass tube into the angio-seal sheath unit, he felt resistance and could not advance the bypass tube. He said he felt like the device buckled and he ended up removing the entire unit. The surgeon on hand was afraid they had left the footplate in a position that they did not want it, so they did a cut down and suturing of the arteriotomy/ entry site. The terumo territory manager met with the physician and reviewed the used angio-seal device, and it was determined the bypass tube was simply stuck in the sheath unit, therefore the device was not actually even deployed. There was no issues with the patient's condition. There were no issues with the patient. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2022: the type of procedure that was being performed was an angiogram pelvic/lower extremity using a 6fr sheath. A pre-deployment angiogram was performed. It is unknown if there was calcification or tortuosity present.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3 and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the forward lock position. The hemostasis sheath and carrier tube were found to have been separated, however, the components remained connected via the suture. The anchor and collagen appeared to have been stuck within the valve of the hemostasis sheath. The carrier tube was found to have been kinked toward the distal tip, and a cut from the distal end to the proximal end was identified. X-ray fluoroscopy was performed in order to confirm the presence of the anchor within the valve of the hemostasis sheath. The anchor was identified on the radiographic image and was confirmed to have been present within the device. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).